Event description:
The customer reported that the t:slim x2 pump battery was not charging and that the pump screen remained dark and unresponsive. Despite multiple attempts to resolve the issue, including using different charging cables and adapters, the problem persisted. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and instructed the customer on steps to take with the new device and how to return the malfunctioning pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.